Event description:
After completing the stenting procedure, and the physician was performing post-procedure films, the patient's blood pressure dropped. The patient was treated with fluids and the blood pressure returned to normal. There was no neurological deficit. The patient is a female patient who was consented to the study. The target lesion location was the ostium of the right internal carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 80% with lesion length 10.0. Geometry of the lesion was eccentric. Lesion calcification was described as moderate and circumferential. Vessel tortuousity by visual inspection was severe with more than two bends greater than 90 degrees within 5cm of the lesion. An angioguard distal protection device was successfully deployed distal to the lesion, with no technical problems. A precise stent was successfully implanted for treatment of target lesion. When the angioguard was removed, there was no debris found in the filter basket. During post-procedure angiography, the patient's blood pressure dropped. The patient was treated with fluids and the blood pressure returned to normal. There was no neurological deficit. There was no malfunction with the angioguard or the precise stent. The patient was neurologically intact when taken from the angio suite and discharged the next day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted within 30 days upon receipt.